Manufacturer narrative:
The product is not available for evaluation since it was discarded, however, images were provided for investigation. Based on image review, balloon appeared ruptured and torn around catheter circumference near distal winding. The spring also appeared stretched and exposed. An engineering evaluation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during an operation, the balloon from this fogarty embolectomy catheter burst. Consequently, the wire came out the balloon and damaged the vessel. A biopatch had to be added to the vessel. No further information available. Patient demographics were not available. The device was not available for evaluation since it was discarded.

Event description:
As reported, during an operation, the balloon from this fogarty embolectomy catheter burst. Consequently, the wire came out the balloon and damaged the vessel. A biopatch had to be added to the vessel. No further information available. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. No product was returned for evaluation. However, as per image investigation, the reported event of catheter burst and spring exposed out of the balloon was confirmed. Based on further engineering investigation, there is no indication that a manufacturing or design defect contributed to the reported complaint. As part of the manufacturing process, there are controls to avoid potential causes related to the reported malfunction, such as balloon inflation and visual inspection. In addition, without return of the product, a definite root cause is unable to be determined.